Manufacturer narrative:
(B)(4). Advanced bionics considers the investigation into this reportable event as closed. The recipient has resumed use of the device. This is the final report.

Manufacturer narrative:
(B)(4).

Event description:
The recipient's internal device reportedly had open electrodes and the electrode array was extruding. External equipment was exchanged, however, this did not resolve the issue. The recipient's electrode array was repositioned.